Event description:
Related manufacturer reference number: 2017865-2022-01914. New information received notes that it was reported that the patient presented in-clinic. Prior examination of the patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD)revealed another instance of over-sensing of noise on the rv lead leading to inappropriate therapy. Inappropriate therapy was alleged on the ICD and rv lead. The patient's right ventricular lead and ICD was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6 codes should reflect product not returned.

Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that a patient presented in an unknown manner. Upon examination, the patient's right ventricular lead was found to have over-sensing of noise, resulting in inappropriate shock. No intervention was reported. The patient was in unknown condition.